Event description:
On (B)(6) 2024, the apn (advanced practice nurse) opened a teleflex pressure injectable three lumen cvc (central venous catheter) kit. While observing the sterility of the package, apn noticed a brown particle in the center of the sterility field. Package immediately removed, secured and sent to purchasing department who will notify and return to the manufacturer. Picture of brown substance taken and included in return to purchasing department.